Event description:
Pt receiving tube feeding via a ross patrol pump at the same time that she was receiving an insulin drip. The pt had a drop in her blood sugar, and required an injection to boost blood sugar back up. The nursing staff checked the feeding pump which appeared to be running, although it was not alarming. The pt's blood sugar stabilized and she was discharged in 2008.

Manufacturer narrative:
The testing and investigation eval indicate that the complaints for no audible, does not alarm "no flow", and motor stalled were not confirmed. Abbott nutrition procedure includes attempting to obtain all required info from the source.